Manufacturer narrative:
Device not yet evaluated by manufacturer.

Event description:
The catheter showed e001 error.

Manufacturer narrative:
According to sophysa in-house process, the parenchymal probe has been analyzed by the quality control laboratory. Internal documentation shows that the probe has been manufactured in accordance with quality requirements. The analyse shows that the catheter is twisted and fold on several places and the capsule is detached from the tubing: after having connected the probe to the monitor, the error e001 is confirmed. Then the dongle shell has been opened and it was observed a cut of the microwire inside that confirms e001 error. According to functional tests, the catheter doesn't meet its specifications due to a cut of the micro wire. This breakage is probably due to an excessive traction on the tubing of the probe. The icp pressio catheters are flexible, but cannot be bent in a such way without inducing an impairment.

Event description:
The catheter showed e001 error.